Event description:
A malfunction was reported on a customer¿s pump, which displayed a malfunction code. Prior to this, no notable events were mentioned, and it is unknown if the customer's blood glucose levels exceeded a specific threshold. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.